Manufacturer narrative:
A spacelabs healthcare product support specialist (pss) later contacted the customer to gather additional information. The customer confirmed that they were able to resolve the reported issue after the initial call by discharging and readmitting the patient to a new bed. No further information was provided, and they declined further assistance. While discharging and readmitting the patient resolved the reported issue, the cause of the lost monitoring or stuck channel could not be determined.

Event description:
The customer reported that 16 telemetry beds dropped off a xhibit central station. 15 of the beds had recovered on their own but 1 bed had remained offline. There was no patient or user death, or injury associated with the event.